Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported the file system was corrupted. This could cause the system to lock up or not boot up. No pt injury was reported.